Event description:
The customer reported via phone call that he had a no delivery alarm. Customer's blood glucose was 502 mg/dl. Customer performed a 5.0 unit fixed prime and the insulin did ext. Customer removed the set and it was explained that there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. Customer was advised to change the entire infusion set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.